Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was in the 300s and ketones were present. Correction boluses were delivered to address the bg. The customer was vomiting and went to the emergency room. The customer was admitted to the hospital. Although requested, additional information regarding the event was not provided.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received indicated that the customer received multiple occlusion alarms at time of event. Customer's highest blood glucose (bg) was approximately over 400 mg/dl. Customer was admitted to the hospital for diabetic ketoacidosis (dka). Customer was treated with intravenous saline and insulin. Elevated bg and dka were resolved. Customer was discharged on approximately (B)(6) 2018. Customer changed the type of infusion set from a soft to steel cannula. Customer could not recall further information.